Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the right coronary artery (rca). A non-abbott 38mm stent was implanted in the distal rca. A 3.50x38mm xience alpine stent was then implanted in the proximal rca however after deployment, it was observed under angiography that the alpine stent was significantly shorter. The physician measured the balloon of two brands outside the body and it was noted the alpine balloon was shorter than the non-abbott balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported defective device was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported defective device could not be determined. Factors that could contribute to a defective device include, but are not limited to, poor visibility/radiopacity, incorrect size selection, inaccurate stent placement or stent uniformity. The cines provided for this event, show a stent being implanted. There are no measurements associated with the images so the length of the xience alpine stent could not be determined. An additional video (non-cine) was sent comparing the non-abbott stent delivery balloon with markers to the xience alpine stent delivery balloon. Abbott stent systems align the stent in a position that is mid-marker on the balloon delivery system. Competitive stent systems may have alternative alignment of the stent on the delivery system which may include the inner or outer edge of the balloon marker. Thus, the image provided showing the delivery systems does not conclusively show the length of the stent system. Additional note that the balloon delivery systems in the image below are not aligned with the markers together thus the delivery system balloons look similar when this difference is accounted although this does not conclusively speak to the length of the stent. Based on the information provided and analysis of the returned device, a definitive cause for the reported defective device cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.